Manufacturer narrative:
(B)(4). Additional medication : "vitamins: fish oil. High health premier formula for ocular nutrition. Citrical maximum calcium citrate."

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At around 2:15 p.m., the patient tested with the meter and the result was 3.3 inr. He did not treat himself based on this value. He wiped away blood from his finger, powered off the meter, inserted a new strip, and entered test mode. The patient's hand was dry. He tested again on the meter a few minutes later by squeezing more blood from the same finger stick and received a result of 2.4 inr. A few minutes passes and then the customer entered the meter setup to address the time/date. He called roche technical service and questioned what the therapeutic range setting was. The patient was advised on the meter settings. The patient did not seek treatment for the obtained result and has not reported the results. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. Five years ago, the patient developed a large blood clot after hitting his leg at work and was hospitalized as a result. He began self monitoring and warfarin therapy after this event. The patient's meter had not been cleaned. Meter cleaning was reviewed with the patient. The patient was advised to use a sample from a new finger if re-testing within 24 hours, since the clotting process would have begun and may have an effect on the test outside of a certain period of time. The patient is not anemic or polycythemic. The patient does not suffer from antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any recent changes to warfarin therapy. He doses 5 mg 5 days per week and 7.5 mg 2 days per week.his dosage has not changed. He has not had any changes to medication. He has no illnesses, no dietary changes, and no symptoms of high blood. The patient does not have a special or unusual diet. The patient says that he may have had more greens than normal. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer sent back two used test strips, so the test strips could not be investigated. The customer meter was provided for investigation, where it was tested with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 47%, donor 2 hct: 44%. Testing results: donor #1: master lot: 2.9 inr, customer meter and master lot: 2.9 inr, donor #2: master lot: 2.7 inr, customer meter and master lot: 2.8 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications.